Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was planning to have their spinal cord stimulator (scs) removed in the next few months because their source of their pain was actually a synovial cyst which had to be removed, and the scs was helping the patient very little anyhow. They stated that the scs was more of a nuisance than a help to the patient and they thought ¿all the surging¿ of the stimulation and the programming was the problem with addition to the fact that it didn¿t help their pain very much. It was indicated that the patient had already had the surgery to remove the cyst from their spine and the expected recovery was about a year. During the cyst removal they had to take the l4 out and chisel the cyst off the back of that vertebrae. They had to fuse the 4 and 5 and implant a cage and then fuse the 5 to an s1 that had been damaged and put another cage in. The event occurred on (B)(6) 2015. No further complications were reported/anticipated.